Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device ran for 49 pulses, all or which were first prime before being deactivated. No timeouts or drive stalls were observed in the download data. The drive mechanism was inspected and no damages or deficiencies were found that would have caused the device to not deploy. The device did not deploy because it was deactivated after first prime was completed. No other damages or deficiencies were observed during the investigation.